Event description:
The user facility reported that a patient lost blood flow to their lower left extremity (lle) during impella cp support. It was noted that an antegrade sheath had not been placed to assist with supplying flow to the leg. An occlusion of the lle occurred and the patient was escalated to an impella 5.5. An above knee amputation was subsequently required due to the ischemia. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿